Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported on behalf of the customer who was unable to test using the adc blood glucose meter due to a fast draining battery and low battery icon displayed on the meter. It was further reported that customer had to call an ambulance as they could not use the meter and upon arrival of the ambulance customer was "assessed". Customer was light headed and dizzy and unspecified "first aid" was administered. No further information was provided. There was no report of death or permanent injury associated with this event.